Manufacturer narrative:
An event of device migration and improper or incorrect procedure or method was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported device migration appears to be related to procedural conditions. The vascular dissection appears to be related to the valve migration and snaring the valve. The reported improper or incorrect procedure or method was due to user snaring the valve. The reported unexpected medical intervention, surgical intervention, and hospitalization were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note that per the instruction for use, navitor¿ transcatheter aortic valve implantation system, stated "post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage. ".

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant. Pre-dilatation was performed with a 24mm osypka vacs ii; the balloon diameter did not exceed the minimum annulus diameter of 22.6mm. During device preparation, no issues were noted; the valve was checked prior to implant. There were no abnormalities or anomalies observed with the valve. The valve was implanted; the implant depth at 80% was 4mm at ncc and 3mm at lcc. The implant depth at release prior to migration was 3mm at ncc and 2mm at lcc. The valve then presented with slight under-expansion at the ncc and popped out, migrating towards the aorta. The migrated valve did not block any arteries. The valve was snared into the ascending aorta above the stj. However, during snaring, aortic dissection was observed. The cause of aortic dissection was alleged as migration of the valve and snaring. The patient received conservative treatment for the aortic dissection, including stopping anticoagulation, invasive blood pressure monitoring, and hospitalization in intensive care unit (ICU). A new 26mm non-abbott valve was successfully implanted within the navitor valve. Post-dilatation was performed with a 24mm osypka vacs ii. The patient was reported to be in good condition.